Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous anterior tibial artery. A 1.5 mm x 20 mm coyote es balloon catheter was then advanced to the lesion. The balloon was inflated the first time to 10 atms and a second time to 10 atms; however, upon the 3rd inflation, the balloon ruptured at 10 atms. The device was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4).. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).